Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 27 mg/dl. The customer stated that the insulin pump caused him to be admitted into the emergency room, and he was not at all happy with the device not functioning properly. He stated that he would be speaking to the 24 hour help line about this issue. The customer reported that the insulin pump is 5 years old and he suspected that the buttons were sticking. He declined speaking with the helpline due to lack of time and stated that he would call back to discuss more. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.